Event description:
The customer reported that there's communication loss with the facility's bedsise monitors (bsm) and central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
According to the customer, when patients are being transported to the imaging department from the ed, the portable device cease communication with the associated cns causing data to stop flowing. Once the patient is returned from imaging, communication between the portable device and the cns is restored and data is able to flow again. The customer's biomed feel this is due to an antenna not functioning properly or an issue with the wireless configuration. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there's communication loss with the facility's bedsise monitors (bsm) and central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that there's communication loss with the facility's bedsise monitors (bsm) and central nurse's station (cns). According to the customer, when patients are being transported to the imaging department from the ed, the portable device cease communication with the associated cns causing data to stop flowing. Once the patient is returned from imaging, communication between the portable device and the cns is restored and data is able to flow again. The customer's biomed feel this is due to an antenna not functioning properly or an issue with the wireless configuration. There was no patient injury reported. Investigation summary: nk tech support advised the customer to check the access points on their imaging area to identify whether the issue was coming from the access points or their switches. No further issues were reported. Possible root cause would be related to access point failure, defective cable/port, or hospital network environment. Complaint history review of mu-631ra serial number 8718 does not reveal any recurrence of the reported issue. The customer was likely able to resolve the issue with the advice given by nk tech support. Review of the customer's account do not reveal any purchases of ys-113p7. The root cause is most likely related to network environment. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): central nurse's station (cns): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # (B)(4). Follow up 001.